Manufacturer narrative:
The product was returned for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was confirmed to be in safety mode. Review of stored memory verified that the device experienced three system resets during the time of electrocautery use, which caused the device to go into safety mode. Of note, cognis/teligen devices have been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety mode. The behavior of this device is consistent with devices that have reverted to safety mode due to electrocautery.

Event description:
Boston scientific received information that this patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was to have a left ventricular assisted device implanted. While getting ready for the procedure and only pacing with the non-boston scientific right ventricular lead the patient experienced diaphragmatic stimulation. This was resolved with reprogramming. However, it was later reported that a lead revision procedure took place to resolve ongoing stimulation issues. This cardiac resynchronization therapy defibrillator (crt-d) was in electrocautery mode and was taken out of the pocket then noted to be in safety mode. Technical services advised the replacement of this device and advised the return of this product. No further patient effects were reported.